Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 360-361 mg/dl and high levels of ketones resulting in a visit to the emergency room (ER). The suspected cause of the adverse event was an occlusion within the pump/pump supplies. A manual injection was administered to address the bg level. While in the ER, the customer was treated with intravenous insulin and saline fluids. The treatment resolved the issue and the customer was released a few hours later with no permanent damage sustained. The customer performed troubleshooting on their own and the occlusion was resolved after performing a cartridge change.